Event description:
The customer reported a navigation ring issue; nav ring is sticking; when the device is turned on, the customer is asked to press the accept key to go into service mode; when the v60 is powered on in ventilation mode, the ac led flickers. The customer reported there was no patient involvement.